Event description:
It was reported that the tubing of an unspecified access set was kinked and the drip chamber was not dripping. The issue was identified during patient infusion. The pump was set to infuse syntocinon at 120 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set was kinked and the drip chamber was not dripping. The issue was identified during patient infusion. The pump was set to infuse syntocinon at 120 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.